Event description:
Customer said the strings of her iud were trimmed short and that she only used the cup for 4 days before the iud began to come out while using her saalt cup. Although, she had been using menstrual cups for 6 years prior to the incident. She had also spoken to her medical professional before using the cup with the iud inserted. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."